Event description:
A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to multiple defective components on the pca board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.